Event description:
It was reported that the right rear wheel on the 9600 system would not lock. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.